Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Patient reported right side "tiredness, muscle weakness and fatigue", "rupture" confirmed via MRI and an "exchange of textured devices due to patient's concern with product". Device remains implanted.